Event description:
The customer reported to maquet that an ambient light module broke before surgery. There was no pt involvement. (B)(4).

Manufacturer narrative:
Note: the hled series light system is not marketed in the us. This report has been submitted due to a similarity with devices marketed by maquet in the us. The ambient light module was replaced with one of a different material and design. The device was returned to service. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.